Event description:
During dilation assembly with balloon of 18-20. First inflated balloon to 18mm and held for 30 seconds. Then, deflated and reinflated to 19mm and held for 30 seconds. Next, deflated and reinflated to 20mm and held for 30 seconds. Then, deflated again as far as syringe would allow and tried to removed the balloon assembly but the balloon was stuck and unable to be removed through the scope. The 60cc assembly was detached and pulled manually while trying to remove the balloon assembly however was still stuck. Sterile wire cutters were used to cut the end of the balloon assembly and remove from scope.